Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient complained of increasing nausea, early satiety, and weight loss of 7 lbs. Over 11 months. The patient's ins was also interrogated as off at the patient's last clinic visit, but was missed on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that over the past 3 months the patient had been sick and lost 11 lbs, which was 6 percent of their body weight. The patient was on an all liquid diet and thought this was a flare up of their condition. The patient saw their gastric health care provider (hcp) every 3 months. Shortly after the patient's last appointment was when they began to feel ill in (B)(6) 2015. It was discovered at their recent appointment on (B)(6) 2015 that the implantable neurostimulator (ins) was turned off. The manufacturer representative was asking if the spinal cord stimulator (scs) device the patient also had could turn off the gastric stimulator. The patient's device was turned back on now and the patient would see their gastric hcp again in 2 weeks and they were coordinating with a manufacturer representative there. The hcp told the patient that the battery looked ok. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.